Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) nurse reported that a pd patient was hospitalized on (B)(6) 2024 due to fluid volume overload (fvo). The patient was feeling weak and needed additional assistance. This patient was initially issued a replacement liberty select cycler on (B)(6) 2024 for a powering down issue. The patient had supplies on hand to complete manual exchanges. The replacement was delivered on (B)(6) 2024. On (B)(6) 2024 the patient requested assistance with programming basic settings on the cycler. Another call was placed to technical support on (B)(6) 2024 for a balloon valve leak alarm. The liberty select cycler required a second replacement to be issued. The patient stated they did not know the quantity of manual supplies on hand but would get supplies from the clinic if needed. Initial follow-up with the peritoneal dialysis registered nurse (pdrn) documented that the patient had incomplete treatments from (B)(6) 2024. No further details were provided. It is unknown if the incomplete treatments were on the liberty select cycler or while performing manual exchanges. It is unknown if the patient was non-compliant and decided not to complete the treatments. No treatment information was available related to these events prior to the hospitalization. The hospital had not sent any records to the clinic. The clinic did not have any information pertaining to the patient¿s hospitalization and diagnosis, including any stomach infection which was mentioned by the patient's contact, but without any verified details from a healthcare professional.

Event description:
A peritoneal dialysis (pd) nurse reported that a pd patient was hospitalized on (B)(6) 2024 due to fluid volume overload (fvo). The patient was feeling weak and needed additional assistance. This patient was initially issued a replacement liberty select cycler on (B)(6)2024 for a powering down issue. The patient had supplies on hand to complete manual exchanges. The replacement was delivered on (B)(6)2024. On (B)(6)2024 the patient requested assistance with programming basic settings on the cycler. Another call was placed to technical support on (B)(6)2024 for a balloon valve leak alarm. The liberty select cycler required a second replacement to be issued. The patient stated they did not know the quantity of manual supplies on hand but would get supplies from the clinic if needed. Initial follow-up with the peritoneal dialysis registered nurse (pdrn) documented that the patient had incomplete treatments from (B)(6)2024 through (B)(6)2024. No further details were provided. It is unknown if the incomplete treatments were on the liberty select cycler or while performing manual exchanges. It is unknown if the patient was non-compliant and decided not to complete the treatments. No treatment information was available related to these events prior to the hospitalization. The hospital had not sent any records to the clinic. The clinic did not have any information pertaining to the patient¿s hospitalization and diagnosis, including any stomach infection which was mentioned by the patient's contact, but without any verified details from a healthcare professional.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis and utilization of the liberty select cycler and liberty cycler set and the patient event of fluid volume overload and ¿possible¿ peritonitis with hospitalization. There is a possible causal relationship between the use of the cycler and the fvo. There is no documentation of a causal relationship between the liberty select cycler and cycler set and the diagnosis of peritonitis. The patient encountered two issues requiring two replacements of the cycler and incomplete treatments. Patient knew how to perform manual exchanges and said if supplies ran out, they would get supplies from the clinic. The reason for the incomplete treatments is unclear. Patient was feeling weak and required assistance. It is unknown if the patient was too weak to perform treatments at home. There are many reasons the patient could present with fvo, including non-compliance to treatment or diet or mechanical problems with the pd catheter among others. The cause of the fvo is not determined and the liberty select cycler cannot be excluded as causing or contributing to the patient¿s fluid overload. There is no information pertaining to the culture results or a cause of the unverified peritonitis diagnosis. There is no allegation or evidence of a device malfunction or deficiency, or cycler set defect reported for this event. No information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s ¿possible¿ peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.